Event description:
It was reported that prior to use it was discovered that the tip of the syringe is broken with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from portuguese to english: broken beak.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe tip damaged. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the tip of the syringe is broken with a bd plastipak¿ syringe 10 ml luer-lok¿. The following information was provided by the initial reporter, translated from (B)(6) to english: broken beak.